Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms were helped during the trial, but they had a complaint. Since getting the implant, it had not helped with their bladder symptoms at all; they were wetting all the time. The patient said their symptoms were worse now than before implant surgery. They said by the time they would get up and take one step, they are leaking they were changing pads seven to eight times a day, they must change clothes. The patient said also, they soiled their pants yesterday and had never done that before, well they did, but only if they had diarrhea. The patient said they were concerned their nerve was damaged. The patient said they had their follow up appointment scheduled for (B)(6) 2022. When asked if they had used their control equipment after surgery, the patient said they used it once. They thought stimulation was at "1.4." An offer was made to help the patient use their equipment and the patient was successful to confirm stimulation was turned on. General system education information was reviewed. They were redirected to their doctor to resolve their symptoms and discuss their concern about nerve damage. The patient's relevant medical history included that they asked about general handheld equipment use and hoped their application could be loaded onto their cell phone so they would not have to carry the system equipment. They also reported that after a cardiac procedure, on wednesday, they started a diet: "pushing water," and had to drink 80-100 ounces of water a day, and were probably getting 72 ounces. They confirmed their bladder symptoms started after the pelvic health surgery, not after they started pushing water. There were no device issues or further patient complications reported at this time.